Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the left eye following lasik treatment. The patient is doing well and the symptoms have resolved. Additional information received; the symptoms were noted one day following treatment.

Manufacturer narrative:
Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).